Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient needed a cardioversion and the ins was interfering with the defibrillator. No further complications were reported or anticipated.